Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated from fallopian tube and perforated her uterus / perforation (uterus)/embedded in uterine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastrointestinal ulcer haemorrhage (approximate date of treatment (B)(6) 2014). Concurrent conditions included menorrhagia and body mass index normal. Concomitant products included tramadol from 2012 to 2017 for pain as well as armodafinil (nuvigil) from 2014 to 2017, bupropion hydrochloride (wellbutrin xl) since 2000, meloxicam (mobic) from 2013 to 2017 and prazosin hydrochloride (prazac) from 2000 to 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced dysmenorrhoea ("pain menstrual cycles / dysmenorrhea (cramping)"). In 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and depression ("other injury or complication: depression"). In 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("back pain / left lower back"). The patient was treated with surgery (hysterectomy (full),tlh, bilateral salpingectomy and bilateral ovary suspension with davincexi assis), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea and weight increased outcome was unknown, the vaginal haemorrhage had not resolved and the back pain, dyspareunia, female sexual dysfunction, fatigue, abdominal distension, migraine, headache and depression had resolved. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), fatigue, gastrointestinal or digestive system condition: bloating, migraines/headaches, weight gain/loss: weight gain, other injury or complication: depression. Concomitant disease, historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated from fallopian tube and perforated her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dysmenorrhoea ("pain menstrual cycles"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.